Manufacturer narrative:
Other relevant device(s) are: product ID: 306001, product type: screening device. Other relevant device(s) are: product ID: 306001. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency urge incontinence. It was reported that patient felt  that  their leads may have moved as she is feeling the stimulation in her upper buttock not her peri area. No further complications were reported/anticipated at this time.